Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016 the reporter contacted lifescan alleging that the patient's onetouch ultra2 meter was reading inaccurately high compared to another meter. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The reporter alleged that the product issue began on (B)(6). The reporter stated that the patient obtained a blood glucose reading of 119mg/dl on the subject meter and 21mg/dl on an ems meter, obtained within 30 minutes of each other. Based on statistical methodology these results exceed lifescan's criteria for accuracy. It is unknown how the patient manages their diabetes. The reporter stated that the patient did not develop any symptoms. The reporter stated that the patient was treated with IV fluids at 3:15pm. The cca was unable to fully troubleshoot the issue with the reporter. Replacement products were sent to the patient. This complaint is being reported because the patient suffered a serious injury related to hypoglycemia and required hcp treatment while using the subject meter.